Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
It was reported that a patient had a reaction triggered by the device. On the (B)(6) 2020 the patient had a high tibial osteotomy surgery during which time a carbon fibre plate, was fixed to his leg with titanium screws. By the 6 week post-op review in (B)(6) 2020, the flair had started. The flair continued to progress, causing more and more of the patients body to have reddened skin, and raised areas, and psoriasis plaques. On (B)(6) 2021, new patches started in different places on the patients body and existing patches would not reduce. On the (B)(6) 2022 the plate and fixings were removed from the patients leg. Significant improvement could be observed within hours of the surgery. Within a matter of days, the reaction was coming under control. As of (B)(6) 2022 there were only a few spots on the patients body left, which were generally healing and reducing. The patches in the patients navel, and waist have virtually disappeared. Therefore the reaction is assumed to be triggered by the implants. No further information received.